Manufacturer narrative:
Please refer to the analysis report.

Event description:
Reportedly, when the physician connected the lead to a first device, a lot of noise was visible on the test sensing screen. The physician checked the connection, then he disconnected the lead and check with the psa, no anomalities were observed. The first defibrillator was changed with the subject device but the same issue occurred, both when the lead was at the apex and at the septum; myopotentials due to the diaphragm was suspected. Finally, the lead was correctly connected to the apex. Preliminary analysis did not reveal a device malfunction.

Event description:
Reportedly, when the physician connected the lead to a first device, a lot of noise was visible on the test sensing screen. The physician checked the connection, then he disconnected the lead and check with the psa, no abnormalities were observed. The first defibrillator was changed with the subject device but the same issue occurred, both when the lead was at the apex and at the septum; myopotentials due to the diaphragm was suspected. Finally, the lead was correctly connected to the apex. Preliminary analysis did not reveal a device malfunction.